Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as unidentified (tear) opening. As per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "noticed a small hole, looks like it separated from the seam". Later healthcare professional reported "tissue expander deflated spontaneously during post-operative period after being inflated in operating room at time of surgery". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 - fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "noticed a small hole, looks like it separated from the seam". Later healthcare professional reported "tissue expander deflated spontaneously during post-operative period after being inflated in operating room at time of surgery". This record is for the left side side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: e1, e2, e3.

Event description:
Healthcare professional reported "noticed a small hole, looks like it separated from the seam". Later healthcare professional reported "tissue expander deflated spontaneously during post-operative period after being inflated in operating room at time of surgery". This record is for the left side side. Device was explanted and replaced.